Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 1 while attempting to deliver a bolus. Customer's blood glucose level was 395 mg/dl. Reportedly, the customer administered a correction after changing the cartridge.